Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during basal insulin delivery. Customer's blood glucose ranged from 185-200 mg/dl. Reportedly, the cartridge was changed to address the issue.